Event description:
Clinical trial. It was reported that 538 days following a coronary artery drug eluting stenting treatment procedure, the patient underwent a CABG (coronary artery bypass graft) procedure. The index procedure identified and treated one ostial, de novo, moderately calcified, moderately tortuous, 80% stenosed lesion of the proximal rca (right coronary artery) measuring 2.5x10mm. The lesion was treated with predilation and placement of a 2.5x12mm taxus express2 stent. The patient was discharged the next day on asa and plavix. The patient developed diffuse in-stent restenosis of the proximal rca 538 days post index procedure. Treatment was with a CABG procedure. At the time of this event the patient was noted to be taking only asa.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.